Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end cover was burnt as well as the forceps base. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the tip or the area around the forceps holder was exposed to high temperatures due to some factor during use of the device or endo therapy accessories. The event can be detected/prevented by following the instructions for use: chapter 3 preparation and inspection, chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt distal end cover and forceps base. There was no patient involvement.